Manufacturer narrative:
Field service engineer reports the unit was checked and unable to duplicate any problem. Fse verified proper operation of the unit to manufacturer's specification using sedecal generator service manual, infimed platinum one tech manual and hut plus service manual. Fse completed service checklist and the unit returned to full service by the customer.

Event description:
On (B)(6): customer reports male (unreported age) having a retrograde cystogram when fluoro failed. Staff moved a portable fluoro c-arm into the room and the procedure was completed without further incident. No reported injury.